Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was a corroded motor and rotor, which were each replaced along with the press plug, preload, and other components. Service repaired and returned the device to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device continued to run on its own. There was no pt involvement. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.